Event description:
A healthcare professional called on behalf of the customer. She stated the customer's glucose was tested at 117 mg/dl using one of the facility's meters. Her glucose was retested using another contour and the reading was 44 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips and meter are to be returned for evaluation. Replacement products were sent to the facility.